Event description:
It was reported that software epicenter multi user oritavancin antibiotic shows in the incorrect subclass. The following information was provided by the initial reporter: the antibiotic oritavancin is in the wrong subclass of epicenter "glicopeptide", while the correct subclass should be "lipoglicopeptide"

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00486 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that software epicenter multi user oritavancin antibiotic shows in the incorrect subclass. The following information was provided by the initial reporter: the antibiotic oritavancin is in the wrong subclass of epicenter "glicopeptide", while the correct subclass should be "lipoglicopeptide".